Manufacturer narrative:
The log files have been requested and will be reviewed once nihon kohden receives them. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the patient appeared on the discharge list at the central nurse's station (cns) and two days worth of patient data was lost.

Manufacturer narrative:
Complaint information: on 04/11/2019, customer at scl health system reported that telemetry got wet, technician changed device to bsm till then there was no data loss, however when customer again changed device from bsm to telemetry device, 2 days data was lost and the patient appeared in the discharge list on pu-621ra with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: nkts requested to submit log files of the reported incident in the drop box for further investigation and informed qa. Investigation result: the root cause of the issue could not be identified as the issue was not reproduced in the log files; however, the log files do indicate change of devices at the reported time of incident by the customer. As inquired by the manufacturers, the issue did reoccur after the reported incident on (B)(6) 2019 on the same device. The investigation on the recurred incident is still under investigation. However, the issue never recurred since (B)(6) 2019 till now (february 6, 2020). The root cause of the reported issue will be updated after complete investigation of incident reported under ticket# (B)(4) (notification# 300170319). The warranty of cns device expired on 09/15/2017. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: medium conclusion: since risk priority of the issue is categorized as: medium. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? . Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the patient appeared on the discharge list at the central nurse's station (cns) and two days worth of patient data was lost.